Event description:
It was reported that pump displayed malfunction alarm code 9, and no notable events occurred before alarm. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset alarm without recurrence, and was advised to continue using pump and call back if malfunction alarm appeared again.